Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. Based on the available information, the last infusion on (B)(6) 2022 was investigated. 2. Results: 2.1 the device history files were analysed. On (B)(6) 2022 at 13:24.38 a space line was inserted, and the infusion was started with a rate of 13,46ml/h and a volume of 323ml. On the next morning the infusion was interrupted by a pressure alarm (01:46:10) and an upstream alarm (04:44:22). The infusion was stopped by an upstream alarm at 10:25:24. At this time, 288,47ml was infused. At 11:21:43 the line was extracted. No other abnormalities were found in the history files. 3. Assessment: 3.1 the complaint could not be confirmed. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland:"over infusion; chemo went in too fast".